Manufacturer narrative:
There is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient abdominal pain and diagnosis of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty select cycler or cycler set. Additionally, there is no allegation of a machine malfunction or cassette leak reported for this event. It is unknown if the patient followed proper aseptic technique when setting up supplies for ccpd therapy. Coagulase-(B)(6) is a well-established cause of peritonitis. Based on the available information the cause of the peritonitis is not confirmed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to inquire how to cancel a treatment. The patient was experiencing stomach pain which they attributed to something they ate. The patient was instructed on how to cancel the treatment and advised to contact their peritoneal dialysis registered nurse (pdrn). Additional information was obtained through follow up with the pdrn. The patient was advised by the pdrn to go to the emergency room as it sounded like the patient had peritonitis. The patient refused and was seen at the pd clinic. The patient presented with abdominal pain and cloudy effluent. The patient was diagnosed with peritonitis and started on oral antibiotics (type, dose, strength, frequency and duration unknown). The pd effluent culture was (B)(6) for (B)(6) (unknown species). The patient continues to complete ccpd therapy on the liberty select cycler during recovery. The cause of the peritonitis is unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.